Event description:
It was reported that there was loss of ventricular capture. The ventricular output was increased, and no further episodes of loss of capture were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.